Event description:
Dexcom has had an unscheduled, unexpected outage which resulted in almost 11 hours of data loss (so far) and has still not resolved the issue. Especially dangerous and inconvenient as my type 1 diabetic son was at a sleepover so I could not just check his blood sugar manually to make sure he was ok and had to go pick him up early. His blood glucose was over 400 at that time. Dexcom is supposed to alarm after 30 mins of data interruption which it has never alarmed in the past 11 hours. Dexcom has not reached out in any outlet to let their consumers know they're experiencing issue which is, according to other consumers, a nationwide outage. FDA safety report ID# (B)(4).